Event description:
An investigation report from an implant retrieval center was received and reported that during examination of the rod, the retrieval center found that the rod exerted no force during force testing. Additionally, the rod had rust-colored debris on the magnet and rolling elements and the radial bearing was out of position clogged with debris. The drive pin was reported to be broken into three pieces and the o-ring seal was also broken and misshapen. Consequently, the o-ring was likely unable to seal effectively. No additional information is available.

Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by newcastle engineering lab. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.